Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during c&m, 3 groshong PICC lines got ruptured. She cut the catheter and joined fresh repair kit and resolve the issue. No other information was provided. This report addresses the third device.